Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia. Oversensing due to non-physiologic signals/sic (sensing integrity counter). 144 ventricular sensing integrity counter (sic) since last session 24 hours ago.

Event description:
It was reported that the patient had an lead integrity alert (lia) due to noise, sensing integrity counter (sic) and high rate non-sustained episodes. During extraction of the lead, the helix would not retract. There was no torque and the lead pin turned freely with no effect. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.